Manufacturer narrative:
Eval summary: on used samples was returned from customer with a kinking issue. Visual inspection of the returned customer sample identified a kink in the tubing. No holes, cuts, or slits were found in the tubing. Functional test was performed and no leakage was observed from the blood set tubing, or male/female luer connection. A complaint history check was performed and this is the first complaint reported for this lot. A review of the device history record was completed for the identified lot and all inspections were performed per the applicable operations and met qc specs. Replication of the customer's experience was not observed with the testing performed on the rep sample. Will continue to closely monitor the reported condition.

Event description:
Customer reported the phlebotomist had blood exposure to eye due to leakage from tubing. Phlebotomist was seen at the ER and had medical intervention. Details surrounding medical intervention is unk. Customer also reported the identification of kinking of tubing on another device which was detected before the use of that product and provided details (lot number). There was no leakage or blood exposure linked to this incident.